Manufacturer narrative:
(B)(4).

Event description:
On 23jun2016 an email was received from the patient's (pt) friend reporting that the pt was diagnosed with a corneal ulcer while wearing an acuvue contact lens. On 24jun2016 a call was received from the pt who reported that he/she was diagnosed with a corneal ulcer os about three years ago while wearing the acuvue oasys brand contact lens. The pt reported that the os event occurred within the first month of wearing oasys. The pt reported that the "lenses were folded on receipt and never felt comfortable." The pt also reported that the lenses were "non-stop dry." The pt reported discomfort when blinking after about a week of contact lens wear. The pt reported that he/she "saw two doctors for the event." The pt reported that the first eye care professional (ecp) "misdiagnosed him/her with pinkeye." The pt reported that he/she "did not wear lenses for a week or two then got redness and discomfort again and went to a specialist who diagnosed him with cu." The pt reported that he/she did not sleep in the lenses, but reports a monthly wear schedule. The pt reported that he/she is now wearing a competitor brand contact lens. The suspect product is not available and the lot number is unknown. A call was placed to the pts treating ecp and additional information was requested. No additional information has been received. The event is being reported as a worst case event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.